Manufacturer narrative:
H2) correction: d9, return date corrected. The part is currently under analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: the surgical arm was returned for analysis and multiple hardware failures were confirmed with the part. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: pn: asm0206, sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. At the time of the system checkout the surgical arm was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: pn: asm0206, sn: unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while in a case the surgeon was performing a open procedure l3-s1. Placing competitive guidewires and all the wires were determined to be off (10 wires). The mnaufacturer representative thought roughly 3-5mm off. L2, l3, and l4 were all low. L5 and s1 medial on right, lateral on left. The inaccuracies were inconsistent between operating levels. The surgeon took c-arm shots after placing guidewires and that is when it was determined that all wires were inaccurate. At this point they pulled the wires and went to flouro. During the case manufacturer representative stated when they sent the arm, it hit trajectory, he used the down arrow to lower the arm closer to patient. He did that to bring trajectory closer. As he watched some of those motions from the side he thinks you can see the arm shake just a little bit. Enough for him to catch it (no canula in arm guide). After the case, the manufacturer representative put the system in demo mode, sent the arm to trajectory, dropped pointer (from door bist test) in guide to mark where it hit the table. He then pulled out, lowered arm close down, put pointer back in and it had moved off trajectory slightly. The issues extended the surgical time by less than 1 hour. There was no impact on the patient outcome.